Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 2.9 mmol/l (compact meter) and 6.9 mmol/l (mobile meter). No adverse event reported. The test strip lot number was not provided for the compact meter. Return of the suspect device was requested for evaluation.